Event description:
Name of procedure being performed: na (receiving inspection). Detailed description of event: this is a complaint from [distributor] team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: january 29, 2019. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. I) we found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. (1) printing error (pouch) - c0r47 - lot# 1343405 & c0r47 lot# 1342829 - complaint# 2019-001217 (2) pouch torn - cd004 lot# 1341963 - complaint# 2019-001218 type of intervention: na. Patient status: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a hole in the tyvek of the pouch. Based on the condition of the returned unit, the reported event was caused by improper handling. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the event.

Event description:
Name of procedure being performed: na (receiving inspection). Detailed description of event: this is a complaint from [distributor] team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: january 29, 2019. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. I) we found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Printing error (pouch) - c0r47 - lot# 1343405 & c0r47 lot# 1342829 - complaint#: (B)(4). Pouch torn - cd004 lot# 1341963 - complaint#: (B)(4). Type of intervention: na. Patient status: na.